Manufacturer narrative:
Device received with minor scratches on lcd display window noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or missing segments were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s act button had to be pressed multiple times before it takes action, received failed battery test twice in last four months, rejecting new battery, while giving bolus got a blank screen and has to go back through the steps to bolus, scratch on screen that makes it difficult to view, bolus was nosier and rewind was slower. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.